Manufacturer narrative:
The device is currently unavailable.

Event description:
It was reported, the device was explanted (date not reported) due to an infection. The device has not been made available for analysis as of the date of this report, november 3, 2015.